Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 420 mg/dl. Customer¿s blood glucose value was 371 mg/dl. Customer had a symptom like chest pain and shortness of breath. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform a high pressure test. Customer was not insisting on pump replacement. Customer stated that they have not contacted their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency service dispatched as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The device will not return for the analysis.